Event description:
It was reported that the patient's magnet current was not being delivered. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.